Event description:
Report received from the USA stating that the "cutter was wobbling when inserted and used in the product." The device was being used in mastoidectomy surgery. There was a delay of less than 5 minutes. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).